Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported high impedance was confirmed. X-ray examination identified a broken case wire as the cause for the high impedance.

Event description:
It was reported that high hv lead impedance in rv to can and svc to can was observed. The device was explanted.